Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the blue nylon insulation was peeling and melted. Covidien lp (formerly valleylab) has investigated reports of the blue insulation melting on the precise ls1200. Analysis of returned products shows that although there can be some degradation of the coating, in most cases this does not have a negative clinical or safety outcome. The instructions for use (IFU) have a caution indicating that the ls1200 should not be used as a bipolar scissors. Although the reported injury rate for this issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the pt. If additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The report stated that during use, the blue insulation was sticking to the pt's tissue. Additional questions have been asked of the site concerning this incident, but further info has not yet been received.